Event description:
It was reported that the deep brain stimulation (dbs) patient experienced symptoms of redness, swelling, pain, and discomfort around the dbs component sites such as the implantable pulse generator (ipg) in the chest, the lead headers in the neck, and swelling on the scalp. There were no reported device issues. The patient then underwent a dbs system explant procedure due to an infection at the ipg chest and neck sites. The ipg and m8 adapter were explanted but will not be returned as all explanted devices were retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-adapters, upn: unknown, model: unknown, serial: unknown, batch: unknown.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-adapters, upn: unknown, model: unknown, serial: unknown, batch: unknown.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced symptoms of redness, swelling, pain, and discomfort around the dbs component sites such as the implantable pulse generator (ipg) in the chest, the lead headers in the neck, and swelling on the scalp. There were no reported device issues. The patient then underwent a dbs system explant procedure due to an infection at the ipg chest and neck sites. The ipg and m8 adapter were explanted but will not be returned as all explanted devices were retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-adapters. Upn: unknown. Model: unknown. Serial: unknown. Batch: unknown.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced symptoms of redness, swelling, pain, and discomfort around the dbs component sites such as the implantable pulse generator (ipg) in the chest, the lead headers in the neck, and swelling on the scalp. There were no reported device issues. The patient then underwent a dbs system explant procedure due to an infection at the ipg chest and neck sites. The ipg and m8 adapter were explanted but will not be returned as all explanted devices were retained by the medical facility.